Event description:
The site reported the following: a pt with an admitting diagnosis of low back pain and neuritis underwent a contrast enhanced lumbar MRI with sedation. The exam was completed without event. Post procedure, the staff noticed blistered areas under each of the (3) ECG electrodes that were placed on the pt's chest area during the scan. The pt suffered (3) minimal second degree burns in those affected areas. The pt was prescribed silvadene ointment and morphine and returned for a follow up appointment with her physician on (B)(6) 2012, which determined that she was recovering without incident.

Manufacturer narrative:
Our investigation determined that the ECG module was placed on the pt's lower abdominal area during the mr study. The veris operation manual instructs the user to position the ECG module out of the imaging plane by placing the module on the pt's shoulder when scanning the chest or torso. Neglecting to place the ECG module outside of the imaging plane durin the scan would have contributed to the reported incident. Further, it was determined that both non-medrad ECG patches as well as non-medrad lead sets were being used during the reported incident. The veris operation manual recommends using conmed invisartrace electrodes and only medrad approved 3-lead or 5-lead ECG lead sets. Add'l applications training was provided to the site on april 12, 2012. The site declined a system service checkout of the veris monitor at this time; the site has discontinued the use of the monitor.